Event description:
A surgeon reported that the probe did not cut but aspirated normally during a vitrectomy surgery. The probe was exchanged and the procedure was completed with no harm to the pt.

Manufacturer narrative:
A sample has been received but has not yet been evaluated. The device history records for the component lots were reviewed. The associated lots were released based on manufacturer's acceptance criteria. A root cause has not been identified. (B)(4).